Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended, bent and had dried body fluid around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. Initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this lead was an attempted implant due to placement difficulties. No adverse patient effects were reported. This lead was already returned to boston scientific.